Manufacturer narrative:
Batch review performed on 13-jul-2020: lot 174729: (B)(4) items manufactured and released on 07-nov-2017. Expiration date: 24-oct-2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: batch review performed on 13-jul-2020: reverse shoulder system 04.01.0151 glenoid baseplate ø24.5x15 (k170452). Lot 184559: (B)(4), items manufactured and released on 10-apr-2019. Expiration date: 01-apr-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs director: one year after rsa, a report of intraprosthetic dissociation is filed. The problem seemingly occurred between glenosphere and baseplate. The amount of information available is scarce. The radiographs do not allow a clear reconstruction of the history; also, thery carry no date. On the first one, probably the primary postop, one baseplate screw appears slightly bent, and it's possible that the superior part of the glenoid bone could not be properly reamed, but this cannot be finally determined on a single-projection, 2d-radiograph. If this condition were true, it could have hindered perfect seating of the glenosphere on the baseplate, potentially causing later dissociation, perhaps following a trauma or quasi-trauma. According to the report, the patient did not fall, but of course traumas to the shoulder do not require a fall to happen. No final conclusion can be drawn as to the root cause of this adverse event.

Event description:
1 year and 1month after primary revision surgery performed due to dissociation of the glenosphere from the glenoid baseplate. No trauma reported. The screw is unscrewed.

Manufacturer narrative:
Device returned on 08-sep-2020. Visual inspection performed by r&d project manager the microthread on the baseplate taper is visible only in a small portion (about 90°) and the base of the taper is protruding with respect to the conical surface. This damage was reasonably caused mobilization and rotation of the glenosphere and friction with the tapered bore in the glenosphere. The baseplate has residuals of hydroxyapatite on both the central post and the backsurface. The convex backsurface of the glenosphere carries mild circular markings and multiple scratches probably due to friction with the polyaxial glenoid screws and/or the edge of the baseplate taper after the implant dissociation. The glenosphere locking screw has circular markings and discolorations possibly caused by friction with the central bore of the glenosphere. The petals of the glenoid polyaxial locking screw are detached from the main body (one petal was delivered with the explants). The inner screw does not show any signs of damage; the outer screw has deformed crests underneath the screw head, presumably occurred while removing the implant during the revision procedure. The liner is massively damaged on the thick side. This may be caused by friction with the scapula after dissociation of the glenosphere.